Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset and guided the customer through the process. Following the reset, the cgm error code did not reappear, and the customer successfully started their sensor session without further issues.